Event description:
It was reported that the pump exhibited error 222. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual inspection found a detached downstream occlusion seal. Functional test was performed found a defective downstream occlusion sensor. Review of the event history log (ehl) showed a 42224 error. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a defective printed wiring assembly board (pwa). As a result, the printed wiring assembly board (pwa), downstream occlusion seal and sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.